Event description:
A malfunction occurred, displaying code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, and the customer successfully reset it without recurrence of the malfunction. The customer was instructed to continue using the pump and to call back if the issue recurs.